Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated on (B)(6) 2022, her son stated she was incoherent; however, she said she did not feel symptoms of hypoglycemia. He called paramedics and when they arrived, they checked her blood glucose and it was 40 mg/dl while the cgm was displaying 70 mg/dl. The paramedics provided the patient dextrose and an unspecified liquid glucose. At the time of the report, the patient was feeling better but was having difficulties understanding some words. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.